Event description:
While loading IV blood tubing into sigma 8000 plus pump, the tubing ripped, broke and sprayed blood in face, eyes, mouth, and hair. Tubing broke approximately 2-3 inches below the pump, break was clean on some areas and jagged on other areas of tubing. Additional information received from the facility indicated that the nburse is doing fine and all bloodwork protocol testing was negative.